Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the cannula was found to have a leak. It was reported that there was a crack on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery after the surgical intubation was completed, they found that the sound was wrong, and then noticed that the catheter ruptured, the body(shaft) of the catheter was broken below the cuff. It was reported that the catheter was flushed and they found that the catheter wall was cracked. Patient was on local anesthesia. There was nothing unusual observed prior to use. There was also no other products being utilized with the device and no excessive force was used on the catheter. Insertion site was treated with normal cleaning and disinfection. The catheter was not repaired and there was a leak in the catheter's body(shaft). Tego was not utilized. There was no luer adapter issue. There was no blood loss, no intervention/treatment required as a result of the event and x-ray or any form of imaging was not required. It was also stated that all parts of the catheter have been taken out and there was no part of the catheter left in the patient¿s body. A new catheter was used to complete the procedure. There was no reported patient injury.